Event description:
Info received on 1/24/97 indicates the pt states "only half as big as it used to be -used to be nice and straight but now it curves to left and downward." A revision surgery has not been determined at this time.